Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed motor error during basal. Customer's blood glucose was 180 mg/dl. Customer's mother stated it has been occurring for a couple of months they thought it were hormones and customer's mother thought it was the device. The infusion set had been changed night prior to the alarm occurring. No MRI exposure. Customer does not use the sensor feature. Customer's mother stated they had rewound the device prior to calling in the alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has b een completed. No conclusion can be drawn at this time.